Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "breast is hanging down, and "upon removal, ruptured, turned green and stuck to breast tissue, which needed to be cut away." Patient also reported "chronic migraines that were resolved once implants were removed" and "unexplained sleepiness"; these events are not device related. The device has been explanted. This record relates to the left side.